Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.